Event description:
It was reported that patient's right ventricular lead exhibited high threshold after initial implant. It was also noted from x ray that the lead was dislodged. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of high capture threshold and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.